Manufacturer narrative:
D2a. Common device name: intravascular administration set. D2b. Medical device type: fpa. E.1 initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that the needle within the barrel sprayed blood outside of the tube as well as within the tube. No patient impact.